Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, a chpv would not let csf flow through and was revised with a similar valve. There were no reports of delays or additional patient harm.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The valve was returned for evaluation. The position of the cam when valve was received was 170 mmh2o. The valve was visually inspected: no defects were noted. The valve was tested for programming and passed. Leak, occlusion and reflux testing also passed without issue. The siphonguard was tested and no issues were found. The valve was then pressure tested and passed. Review of the history device records confirmed the conformed to the specifications when released to stock. Based on the investigation, no device issue could be identified. The valve functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.